Event description:
Reporter stated that her mother had a pacemaker implanted in (B)(6) 2015. During such time, a monitoring kit was sent to the pt's address and every connection was implemented. A green light appeared on the device indicating that it was operative. On (B)(6) 2015, her mother woke up not feeling well. After she had breakfast, she started shaking and had to go the bathroom and was in distress. Instructions on the device stated that, if light on the monitoring kit turns yellow then the dr was trying to contact the pt and/or the caregiver should contact the doctor. On this day, the light remained green and did not turn yellow to indicate something was wrong. Pt was taken to the emergency room where she later died. The monitor still displayed a green light. Thirty days after pt's death, the dr's office called reporter to indicate that the mother was due for an appointment and that it looked as though the monitor was off. Reporter believes that since the monitor did not change color there was no way to tell that her mother needed medical intervention. Coupled with that, she believes that nobody was monitoring the device and/or her mother. Reporter called biotronik and was informed that the last reading they got was for (B)(6) 2015 at 5 am. Biotronik also mentioned that the display is read every 2 weeks in some offices.